Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer, a manufacturer's representative, and a healthcare provider. It was reported that the patient was hospitalized for her pain pump failing and a mental status change. The patient experienced severe withdrawal symptoms and was released from the hospital after 5 days. The patient was discharged from the hospital on (B)(6) 2017. The patient was in bad shape and did not remember the early part of their hospital stay. The patient's pump was recalled in (B)(6) of 2016. The patient had a normal visit with their doctor in (B)(6) of 2017. It was stated the patient was (B)(6) years old and really suffered in the 5 day hospital stay. It was stated the family of the patient wanted the pump turned off. The patient complained of pain which is chronic. The patient also had a history of stroke and a history of seizures. The patient displayed symptoms of change in apetite, chills/rigors, decreased activity, fatigue, fever, fussiness, generalized weakness, increased appetite, irritability, lethargy, malaise, night sweats, pallor, weight gain and weight loss, decreased appetite, and insomnia. It was stated that the patient was mildly confused, but their family confirmed that is their baseline. The plan is to decrease the patient's intrathecal medication by 10% each visit. The patient's pain was 8 out of 10 with activities of daily living. The patient complained of a headache, and had also had problems with their blood pressure. As of (B)(6) 2017 the patient's last refill was (B)(6) 2017 and the next appointment was (B)(6) 2017. The family confirmed they wanted the pump turned off as it continues to beep and they wonder if it was leaking medication. It was stated the patient didn't show any medication in their urine at this hospital. It was stated the patient travels 1.5-2 hours to get to their refill appointments. No further complications were anticipated/reported. The patient was on a number on concomitant medications. The medications were; nitrostat, lumigan, a women's multivitamin, lasix 40mg tablet, docusate sodium 100mg capsule daily and 250mg capsule daily, acetominophen 500mg capsule, velcade, vision formula tablet, aspirin 81mg, folic acid 400mcg tablet, metoprolol succinate ER 25mg tablet extended release, isordil titradose 5mg tablet, norvasc 5mg tablet, pepcid 20mg tablet, levothyroxine 100mcg capsule, lexapro 20mg tablet, theophylline ER 300mg capsule extended release. The patient also had some allergies to medications. The patient was allergic to bactrim, macrodantin, lamictal, and cipro.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 8mg/ml bupivacaine at 2.2264mg/day, and 11mg/ml dilaudid at 3.061mg/day via an implantable infusion pump for non-malignant pain and "cervical/neck." It was reported that a motor stall was seen at the initial interrogation of the pump. The motor stall occurred on(B)(6) 2017at 11:51 and a tube set occurred on (B)(6) 2017 at 1151. It was stated that it was unknown if the patient had a magnetic resonance imaging session recently. It was reported that the patient had altered mental status and had been in the hospital. It was stated that the hcp thought they heard the alarm but didn't know if it was a one or two tone sound they heard. The low reservoir date is said to be (B)(6) 2017. No further complications were anticipated/reported.